Event description:
(B)(4).

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Arjohuntleigh received a complaint regarding an alleged caregiver injury: initially, it was reported that the incident was a caregiver suffering from back pain, however, further requests for info with the customer for this complaint lead to confirmation that there was no injury sustained. It was confirmed by the initial reporter that the sara plus lift was used for the demonstration practices. It is unk which exact functions were performed on the involved device during the reported incident. Based on the provided info, we were not able to find a deficiency with the lift. No malfunction could be found on the sara plus device that could have caused or contributed to the event. Our review shows that with the lifts placed into the market over the past 5 years there have been no similar events reported to us. When going through the steps as presented in the IFU, it becomes clear that when the device is used according to the IFU, it is difficult to see how using the lift device would strain a person's back, as it is designed to avoid such strain from lifting or stretching. There has been no malfunction on the lift device that could have aggravated the situation. Therefore, it appears that although there is a suggestion of the lift having caused or contributed to the caregiver expressing pain, since the customer names the lift in combination with the exclamation, it is confirmed there was no injury and it appears unlikely that the exclamation resulted directly from handling the device. The sara plus does not put any abnormal strain on the back of the user as shown by complaint review, simulation, and investigation of the device. When designing the device and offering it to the market, arjohuntleigh assumes that they review, simulation, and investigation of the device. When designing the device and offering it to the market, arjohuntleigh assumes that they are operated accordingly with the intended use by a trained caregiver to assure the safety for themselves and the people that they care for. According to the available info, we are able to form the opinion that this incident did not result in an injury. Despite several request for more info we have not been able to find out with reasonable certainty that the device was somehow related to the exclamation of pain the caregiver voiced, or if it was perhaps causing this exclamation due to the staff performing incorrect handling procedures and not following the instructions. The complaint decided to be reportable in the abundance of caution.